Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and cre wireguided balloon were used during a dilatation procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was being inflated inside the patient with saline/gastrografin when it was noted that the pressure gauge of the syringe did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
The user facility reported that an employee slipped on the wet floor surface while working on the unload side of the reliance 130l cart washer. No other employees witnessed the fall or noted that the washer was leaking. It was reported that the employee who fell missed approximately 30 days of work due to pain in the left knee and shin and spasms in his lower back. Steris has made multiple follow-up attempts to obtain additional information regarding the status of the employee; however, no additional information was provided by the user facility.

Manufacturer narrative:
A steris account manager conducted an in-service training on the proper operation of the cart washer on july 14, 2010.

Manufacturer narrative:
A steris field service representative inspected the washer and identified that the washer was fully operational. The service representative ran several test cycles on the machine and found it to be operating properly; no leaks on the unload side were noted. The unit has remained in service since the reported event and no additional issues have been reported. It is common for water to drip from instrument carts when they are removed from the washer after processing. The employee did not adhere to the instructions in the operator manual, pages 1-3 and 4-9, regarding the need to promptly clean up any spills or drippage. Steris will conduct an in-service at the user facility on (B)(6) 2010 on the proper operation of the equipment and to ensure that all employees promptly clean up any drippage.